Manufacturer narrative:
A general reagent-specific issue was unlikely since calibration and qc data were acceptable. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable alkaline phosphatase (alp) results from the cobas c 503 analytical unit. The initial result was 188 u/l and the repeat results were 86.9 u/l and 87 u/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.